Event description:
A caller reported a malfunction on a pump with a fault ID available as 0x277d and a malfunction code malf 0, which was resettable. There was no reported adverse impact to the customer. Technical support provided instructions for resetting the pump, which resolved the malfunction as the issue did not recur after the reset. The caller was advised to continue using the pump and to contact support again if the malfunction code reappeared.